Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with five proglide devices, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, suture breaks occurred with all five proglide devices. A sheath was inserted and manual compression was held after the procedure to achieve hemostasis. The evar procedure was completed using right common femoral artery access. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.